Event description:
The customer called technical support (ts) and reported that the device's bipap stop cycling and alarms. An error code 1134 blower stalled message displayed on the diagnostic report. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The customer requested onsite service for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.